Manufacturer narrative:
(B)(6). No radiographs or product were received confirming the event. Planned revision date is unk. The plate remain in the pt. No product info was given and no further eval of the product can be completed at this time. It is unk if the pt sustained some impact or fall. The root cause of this reported event has not been determined; no conclusion can be drawn.

Event description:
On (B)(6) 2014 it was reported that the translational cervical plate had fractured. Implantation date and duration to failure is unk. Multiple attempts to obtain info were unsuccessful. No pt injury associated with this event. Pt's activity level is unk. Pt compliance with post surgical instructions is unk.